Event description:
There was a limb occlusion after the case was completed. There is now thrombosis going up into the main body. Patient outcome was not provided by reporter.

Manufacturer narrative:
Event is still under investigation.